Event description:
In the spring of 2010, due to bard plug and patch bilateral inguinal hernia repair, I began to have chronic pain which has persisted until presently. I am unable to work as much as I could or as quickly, and efficiently, as possible. Surgeons have verified the patches remain in place and can do nothing. Pain meds become increasingly more difficult to obtain. I have been on (B)(6) and some level of (B)(6) since. Insurance would rather pay for pain meds as opposed to having the necessary repairs done. I'm not in a financial position to have the repairs done privately nor have the resources available to refrain from working even if the repairs were done.